Event description:
Complaint that the caster brakes ok but will spin. No injury alleged.

Manufacturer narrative:
Technician found that the caster brakes, but will spin. Replaced the brake casters at head end to resolve this issue. Unit found in basement storage.